Event description:
PICC line tubing that attaches at the end of the hub component broke and began leaking. Patient was taken to the or for placement of a new PICC. Patient suffered no complications related to the need to have a new PICC placed.======================manufacturer response for peripherally inserted peripheral catheter, 3f x 60 cm single lumen PICC======================unknown.